Event description:
It was reported that patient was revised from a competitor's hip system to an arcos hip system on (B)(6), 2012 following fracture of the femur. Subsequently, the patient had to be further revised on (B)(6), 2012 due to another fracture of the femur. The stem was increased in length from 150 to 250mm.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "postoperative bone fracture and pain". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01134).